Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted and rescheduled at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce fluoroscopy. A review of the system logfiles found exposure not possible due image disk full. Upon troubleshooting actions, fse identified a problem with image disk. Fse recreated the image disk storage. After recreating the image disk, the system was returned to use in good working order.